Event description:
Physician reported left side textured to smooth implant exchange. Physician later reported device ruptured. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photographic device analysis: visual analysis of the photographs identified; red biological tissue, an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.